Event description:
It was reported via repair work order that the head left siderail would not lock due to a corroded timing link. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.it was also reported that there was no power to the bed due to a damaged power cord connector/fuse holder. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.